Event description:
Follow up revealed that surgical intervention was taken to replace the device.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this complaint, attempts were made to obtain complete device information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy. As a result, surgical intervention may be pending to address the issue.